Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details will not be provided. This is the final report.

Event description:
The recipient reportedly experienced an infection on the scar of the implant site in (B)(6) 2020. The infection was treated and cleared by the general practitioner. The recipient then developed an ear ache and was given antibiotics. On (B)(6) 2020, it was confirmed that the infection resolved.